Manufacturer narrative:
The controller ((B)(4)) and batteries ((B)(4)) were returned to the manufacturer for evaluation. Various analysis revealed that the batteries passed functional and visual testing. The controller ((B)(4)) also passed visual and functional testing, however, log revealed a critical battery alarm was logged. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Battery - (B)(4)/ 1650 - expiration date: 07/31/2015 - device manufacture date: 07/01/2014. Battery - (B)(4)/ 1650 - expiration date: 10/31/2015 - device manufacture date: 10/01/2014. The batteries were received on (B)(4) 2015 and are part of recall - fsca apr2014.1/ z-1607-2014. (B)(4).

Event description:
It was reported by the site that the patient stopped into clinic due to multiple critical battery alarms. Per site the critical battery alarm occurring on battery connected to port #1. Patient has had ten (10) batteries replaced since implant. He reports that he has also had problems when connected to ac power on port one (1) that is will toggle to the battery (connected to port 2). It was stated that there were no effects or consequences to the patient.